Event description:
Ous MDR - at implant the lead impedance was 700 ohms. The lead impedance gradually increased and it was around 1,200 ohms on (B)(6), 2013. Only the rv lead was returned for analysis. The physician suspected the lead fractured.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis demonstrated that a stylet could not be properly introduced and advanced within the lead's lumen. This was due to severe deformations of the inner coil. The inspection showed that this damage was caused by over-rotation of the inner coil. The analysis did not reveal any sign of a material or manufacturing problem.